Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, while tightening the lead into the device header, the impedance on the lead was 3000 ohms. The lead was disconnected from the device and tested through the analyzer and the impedance was within normal range. Another attempt was made to connect the lead, but it was unsuccessful. The device was replaced and the same lead was connected successfully. No patient complications have been reported as a result of this event.